Event description:
During the testing of a backup unit, the perfusionist reported that the device failed to power up on battery. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval in progress, but not yet concluded.